Event description:
Patient came in for an outpatient procedure for permanent sterilization. During placement of essure device on the right ostia, device failed to deploy and did not release on the second recoiling. When removing the device, most of the coil was out. Unable to remove half of the device. Decision was made to proceed with the procedure laparoscopically.